Event description:
The customer reported that prior to use on a patient the iabp generated an "electrical test failure code #50" (motor speed out of specification) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the compressor would not start. The company representative replaced the main board (part number 0670-00-1152). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).